Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer: yes . Date returned to manufacturer: august 25, 2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: complaint product was received for further evaluation. Visual inspection under magnification revealed the half of an intraocular lens (iol), the other half was missing. Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Haptic damage (bent) was observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed; however, based on the return condition of the lens it cannot be confirmed to be related to manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed one additional complaint was received from this production order number. This complaint issue reported was not confirmed; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) model za9003 was removed and replaced due to having a bent trailing haptic. The replacement lens was another johnson and johnson iol of the same model as well as diopter. No further information is available.